Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose of 47 mg/dl, which was treated with juice. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. Customer reported that drive support cap appeared normal and insulin pump was not exposed to magnetic field or MRI. It was found that customer's priming technique was good and all settings were correct. Reservoir was showing the same amount of insulin as what was shown on status screen. After troubleshooting, customer was advised to monitor insulin pump, and to call back should issue persist.